Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and then underwent exercise testing with a template at a higher rate. The patient subsequently received three more inappropriate shocks for a rhythm that was the same or similar to the rhythm the patient had with the previous inappropriate shock three months prior. It was noted that a competitive implantable pacemaker is also implanted with the left ventricular lead in the right ventricular port. The maximum pacing rate was reduced to 130 ppm. The caller requested episode review and inquired if there are any programming options that could prevent inappropriate therapy and yet treat ventricular fibrillation (vf). A boston scientific engineer reviewed the electrograms from the s-ICD and noted the intervals are largely between 120 -150 bpm with a peak between 250-300 bpm. It was communicated to the caller that there may not be any programming options to mitigate the inappropriate therapy. No adverse patient effects were reported..